Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed multiple errors. The customer's blood glucose value was 168 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump failed self test. The insulin pump alarmed hardware low level failure for the second time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 confirmed in device history with variable due to software anomaly.